Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient had the bs precision twist and xenform implanted at (B)(6) medical center by (B)(6). On (B)(6) 2012. It is further reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent laparoscopic cholecystectomy and adhesion lysis on (B)(6) 2007.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesions, stress urinary incontinence and dyspareunia.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. It was also reported that patient additionally experienced bleeding, dyspareunia and urinary problems post operatively.